Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/27/2020.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? Please provide procedure name and date. Please provide event date. Please provide lot numb. Please provide product code.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and the mesh was used. It was reported that a surgeon experienced the prolene soft mesh, mid-weight, unraveling after being cut to desired size. There were no adverse patient consequences reported.